Manufacturer narrative:
Investigation - evaluation: a review of the documentation, drawing, instructions for use (IFU), manufacturing instructions, quality control, specifications, and trends was conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed; however, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. The lot number of the device is not known; accordingly, a review of the device history record could not be conducted. Based on the information provided, no product returned and the results of our investigation, a definitive root cause could not be determined. We will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
International customer reports that a physician at a cancer center has an unspecified number of patients presenting with site abscesses following unspecified procedures. The duration from procedure to onset of the event is not known. Specific device and patient information was not provided. The report states that the doctor is "someone who has had a couple of his patients have abscess at the anchor suture site and the anchor suture did not drop and was embedded in the mucosa and the suture part created an abscess." The causal relationship between the infection event and the devices was not provided. No further event or device information is available.